Manufacturer narrative:
(B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped cauterizing branches half way through the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hemopro stopped cauterizing branches half way through the case. They opened a new kit and it worked fine. Cs customer service: please ship a replacement kit to my trunk stock and I will deliver to customer.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped cauterizing branches half way through the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hemopro stopped cauterizing branches half way through the case. They opened a new kit and it worked fine.